Manufacturer narrative:
Investigation conclusion customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control and 3 high level of hcg urine controls (201.4 iu/ml, 204.2 iu/ml and 212.2 iu/ml), all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined due to insufficiency information provided by customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Distributor sent email, customer alleging false negative hcg. CT scan showed patient to be ~2 months pregnant. Patient came in for CT scan and radiologist claims patient is 8 weeks pregnant. Patient reported to be diabetic. Patient is on metformin and meclizine. No reported adverse patient sequela.